Manufacturer narrative:
H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the physical sample was returned for evaluation. Based on the provide sample, the system was found activated and the covered stent was found partially deployed. Based on the sample investigation, a catheter segment inside the grip was found broken. Potential factors which may have caused or contributed to the reported issue have been considered. Therefore, previous investigations of similar complaints have been reviewed. Partial deployment and detachment of the components were considered the consequence of high release force which may be related to difficult patient condition or challenging placement site. Inappropriate accessories, insufficient pre dilation or incorrect holding/handling may lead to friction increase and may be contributing factors. In this case, the lesion was pre dilated, and the vessel was not tortuous and/ or calcified. A system compatible 8f introducer was in use but the guidewire size was not known. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the applicable labeling potential issues were found addressed. The instructions for use closely describe the way of holding and handling the system, and how the correctly deploy the stent graft; in particular the instructions for use state : 'slowly and carefully activate the covered stent release mechanism by rotating the large wheel on the top of the handle backwards.' Under materials required the instructions for use state: 'introducer sheath with appropriate inner diameter', and the packaging labels indicated a minimum introducer size of 8f. In regards to pta the IFU state: 'pre-dilate the stenosis with a pta balloon catheter of appropriate length and diameter for the lesion to be treated.' H10: d4 (expiry date: 03/2022). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a stent placement in upper arm, the stent was allegedly failure to deploy. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 03/2022).

Event description:
It was reported that during a stent placement in upper arm, the stent was allegedly failed to deploy. The procedure was completed using another device. There was no reported patient injury.